Event description:
It was reported that patient presented in clinic with an aborted shock due to possible output circuit damage. ICD and lead were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasion was found at 15.3-15.6cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at the same location. External insulation abrasion was found at 43.2-44.2 cm from the distal tip electrode, consistent with lead friction to the ICD can. The etfe coating was abraded at the same location. This is consistent with the observation from the field of aborted shock.